Event description:
Rptr had a breast augmentation done with saline filled implants. Rptr has had severe breast pain and many illnesses since then. Rptr wishes to report this or discuss this with someone. Rptr has spoken to many drs and can't seem to get anywhere. Rptr was healthy before these implants.